Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2025).

Event description:
It was reported that during a catheter placement procedure, the catheter allegedly stuck in tissue during advancement. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8f navarre drainage catheter locking pigtail segment was returned for evaluation. Gross visual and functional testing were performed. In addition, two electronic photos were provided. The investigation is inconclusive for the reported catheter allegedly stuck in tissue during advancement as the exact circumstance at the time of the event was unknown. However, the investigation is confirmed for the identified needle tip appeared to be exposed as the distal tip of the needle was noted exposed on the distal end of the catheter based on the provided photo. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 02/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, the catheter allegedly stuck in tissue during advancement. It was further reported that, the device was removed from the patient. The procedure was completed using another device. There was no reported patient injury.